Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Additional information noted "symptoms persist and had caused two permanent scars in the area of the abscess drainage.".

Event description:
Healthcare professional (hcp) reported a patient was injected with 2 ml of juvéderm® voluma¿ with lidocaine into ck3. A week later, patient developed edema and bilateral abscess. Patient was treated with antibiotics, corticosteroids, and local drain to prevent permanent damage noted as fistula. Symptoms have not resolved.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3.

Manufacturer narrative:
Type of investigation code: b15, b17, b20. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 2 ml of juvéderm® voluma¿ with lidocaine into ck3. A week later, patient developed edema and bilateral abscess. Patient was treated with antibiotics, corticosteroids, and local drain to prevent permanent damage noted as fistula. Symptoms have not resolved.